Manufacturer narrative:
Insulin pump passed displacement test, rewind, prime/seating, basic occlusion, occlusion and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected motor related error noted. Motor was tested outside device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had pump error alarm. The customer¿s blood glucose was 10.2 mmol/l. Customer stated the pump error occurred four times. The insulin pump will be returned for analysis.